Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 293mg/dl, 427mg/dl, 527mg/dl, 198mg/dl. Tests were done within < 10 minutes with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.